Event description:
The pt's family member called lfs on pt's behalf alleging that their one touch ultrasmart meter was reading inaccurately high. While the pt had started screaming and had been having a seizure, a reading of 42 mg/dl was obtained on the reported meter. The pt was administered 2 injections of glucagon and a second reading of 60 mg/dl was obtained. The paramedics were called. Upon their arrival the pt was tested, however, the result could not be recalled. The pt was taken to the hosp and 2 hrs following the glucagon injections, a result of 130 mg/dl was obtained on the hosp meter. No further treatment was administered. The customer service rep walked pt's family member through a control solution test and the result fell within specs. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The pt had low symptoms at the time of testing, obtained relatively low results, and was treated accordingly. The pt's blood glucose level was tested while they were experiencing symptoms; therefore, there is no indication that the meter contributed to the injury. The pt's family member believed that the 42 mg/dl was high, since the hosp meter read 130 mg/dl two hrs later and following the 2 injections of glucagon. Since a lab test was not performed and the control solution test fell within specs, there is no info to suggest that the meter read inaccurately high. The meter was also reported to have been losing the date and time setting. Pt's family member explained that they had to reset the date and time continuously. The pt's family member was walked through resetting the date/time and the issue was still not resolved. Therefore, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. Senior medical affairs specialist mailed a letter since the parent could not be reached.